Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (gong alarms) was confirmed. Upon evaluation, there was an open white (drvn gnd) wire inside the trunk cable. The cause of the gong alarms is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.